Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 issue on time trigger not working in ac mode. Also, not working with pt sensitivity off. No information regarding patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the reported problem. All testing was performed with a good known test ac adapted and patient circuit connected. Vent passed 96 hours extended tests with no issues. Vent failed at tidal volume & flow performance and flow trigger sensitivity during final test. Replaced flow valve with a good known test flow valve and vent passed tidal volume & flow performance and flow trigger sensitivity. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.